Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. During evaluation the unit was not able to power on when using ac or battery power. Visual inspection revealed recessed/stuck pins on the interface connector and unable to make mechanical and electrical connection, which prevented proper connection to the radical docking station. The system board was replaced. The audio was measured to be normal.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
Customer reported "speaker noise problem". Additional information received indicated that the speaker was distorted. No known impact or consequence to patient.